Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse adjusted the interface gate to the advia chemistry xpt. The cse performed a total service visit. The instrument is operating according to specification. The cause of the discordant, falsely depressed carbon dioxide, glucose, calcium, sodium, potassium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed carbon dioxide, glucose, calcium, sodium, potassium and chloride results were obtained on a patient sample on an advia chemistry xpt instrument. It is unknown which of the initial results were reported out to the physician(s). The customer repeated the same sample on an advia 1800 instrument, resulting higher. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide, glucose, calcium, sodium, potassium and chloride results.